Event description:
It was reported that during a lithotripsy, the fiber used fractured in the middle. Due to this the procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the there was a fiber break due to fiber connector was not received, only the fiber body was returned. Microscopic inspection of the tip indicated it was degraded down to the fiber jacket. The area where the fiber body break occurred was observed to have fiber jacket melting. The aim beam could not be observed due to the body break and connector not being received. It is likely that the procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the melting that was observed were the break occurred, leading to the reported event. The reported fiber break is confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the there was a fiber break due to fiber connector was not received, only the fiber body was returned. Microscopic inspection of the tip indicated it was degraded down to the fiber jacket. The area where the fiber body break occurred was observed to have fiber jacket melting. The aim beam could not be observed due to the body break and connector not being received. It is likely that the procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the melting that was observed were the break occurred, leading to the reported event. The reported fiber break is confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a lithotripsy, the fiber used fractured in the middle. Due to this the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a lithotripsy procedure, the fiber fractured in the middle. Due to this, the procedure was completed using another fiber. There were no patient complications.